Manufacturer narrative:
This product is manufactured in (B)(4) and is not marketed in the u.s. (B)(4). Results - a product evaluation found that the lens was stuck in the cartridge and the button of the device was not pushed. Conclusion - based on the complaint history and product evaluation, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated that the surgeon used a ks-3ai 14.5d preloaded injector in (B)(6) 2015. Prior to implantation, the lens became stuck in the cartridge of the injector. Lens was not implanted and there were no adverse events reported.